Manufacturer narrative:
Customer performed a control solution test and the results were within range.

Event description:
Caller reported performing comparison tests with the freestyle meter. The readings were 205 mg/dl and 56 mg/dl for tests conducted within 10 minutes. The reported freestyle comparison results differ by more than 20% and meet the MFR's definition of a malfunction. The caller washed hands and test site before testing.